Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. Device functioned properly. No black circle anomaly or unexpected audio/beep anomaly noted during testing. Device function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. Device received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had constant tone. The customer's blood glucose was 258 mg/dl at the time of incident. The customer stated that the issue was not resolved after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.